Event description:
It was reported that the pulse generator failed to exhibit rate modulated response. The sensor was reactivated using the accent rate responsive sensor adjustment procedure. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).